Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the keypad buttons were unresponsive. The pump¿s auditory and vibratory features were functioning appropriately. There was no sign of damage to the keypad cover. The keypad cover was removed to examine the button contacts, and no issues were found. Testing confirmed that the contrast button was responding to button presses, but the up arrow, down arrow, and ok buttons remained unresponsive. Corrosion was found on the bolus button solder contacts, causing the bolus button to be stuck in the ¿on¿ position. Unrelated to the complaint, investigation revealed that the display screen text was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).